Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has been returned to MFR for eval. The investigation is currently underway.

Event description:
It was reported that following the first inflation of 18atm, the pta balloon would not retract into the sheath. During retraction, the outer shaft broke near the balloon. Another balloon was used to complete the procedure. There was no reported pt injury.